Event description:
It was reported that bd alaris smartsite texium secondary set was damaged. The following information was received by the initial reporter with the verbatim: chc complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: al10013364t. Description of product: smartsite second nv 81cm 12ml nf vlvbg acport dehpf 100ea/ca lot or s/n: (B)(6). Complaint category: damaged / broken. Reportable: no. Incident date: (b)(3) 2023. Hospital complaint reference #: details of complaint (reported issue): we have an incident in which the secondary line with prepared chemo drugs tubing broke. Unfortunately; the actual line was disposed immediately as med is dripping. However; they provided the same line that was used. An rl will be placed. Complaint noticed: during / after use. Problem frequency: 1st time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that they had an incident in which the secondary line with prepared chemo drugs tubing broke. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013364t lot number 23059177 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 10013364t, batch number#: 23059177. It was reported by customer that they had an incident in which the secondary line with prepared chemo drugs tubing broke. Unfortunately; the actual line was disposed immediately as med is dripping. However; they provided the same line that was used. An rl will be placed. Verbatim#: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: al10013364t. Description of product: smartsite second nv 81cm 12ml nf vlvbg acport dehpf 100ea/ca lot or s/n: (B)(6). Complaint category: damaged / broken. Reportable: no. Incident date: 08 nov 2023. Hospital complaint reference #: details of complaint (reported issue): we have an incident in which the secondary line with prepared chemo drugs tubing broke. Unfortunately; the actual line was disposed immediately as med is dripping. However; they provided the same line that was used. An rl will be placed. Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? No. Qty affected: 1 ea. Samples available? Yes. Is customer requesting an rga?: no. Return qty: qty samples: 1 ea.